Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported following a percutaneous carotid artery stenting (cas), an 8f angio-seal sts plus was selected for use. No pre-deployment angiogram was performed, but no anomalies were noted at the common femoral artery (cfa) puncture site. The vessel lumen diameter was 6mm. The angio-seal was deployed but the puncture site was still bleeding. Manual compression was applied for 10 minutes and hemostasis was achieved. An occlusion was noted right after the procedure. The collagen, anchor and suture were surgically removed. It was reported the physician did not believe the event was caused by the device and the patient did not experience any adverse effects.